Event description:
The surgeon completed a primary corail/pinnacle surgery in (B)(6) 2017. In (B)(6) 2020, the original liner dissociated from the cup and the first revision surgery was performed by another surgeon. This surgery consisted of a liner change. In (B)(6)of 2022 the liner dissociated from the cup again. A second revision surgery was performed on (B)(6) 2022 by both surgeons. The original cup was removed and a pinnacle sector cup implanted with a new liner. The head was also removed and changed. No delay to surgery. The patient has now had to undergo two revision surgeries. Doi:(B)(6) 2020. Dor: (B)(6) 2022. Unknown hip.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Based on observations on involved polyethylene liner device, a disassociation event can be confirmed that occurred between poly liner and acetabular cup. A remarkable worn condition along with deformation and fracture of the rim of the liner are indicative signs of disassociation. Additionally, it was observed that external surface of the cup presented debris still adhered. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the patient had lateral hip pain following the dissociation of the liner. There was no trauma involved that caused the liner to dissociate. Affected side was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.